Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never experienced therapeutic effects on the "second side." Reprogramming had not been successful. The pt acquired a second opinion and was told the lead was "too deep." Three of the 4 electrodes were non-functional. Further info reported that immediately following left side implant, the pt experienced severe pain and headache. The headaches continued in the weeks prior to implantation of the neurostimulator. After the neurostimulator was implanted, three of the 4 terminals or cases did not seem to be operating, and it was thought that the pt's brain may have had some swelling which was expected to recede in a "few weeks." After a scan, the pt was told the device "placement was perfect." The pt's speech continued to deteriorate. Multiple reprogramming sessions had resulted in the same symptoms: slurred speech, little to no tremor relief, and occasionally facial pulling. A second physician informed the pt the device was "too deep in his thalamus and that it would never work properly" or that the device may be malfunctioning. The physician informed the pt that the first three cases could not be used because they were "through the area they needed to be in and because of that placement-could only have adverse affects." The physician recommended a replacement of the neurostimulator. The pt left the appointment with his device turned off. The pt received a letter from his physician on (B)(6) 2011 stating that the lead placement was correct and that the pt was being released from care. Post-operative mris showed lead were directly parallel and 11.5mm from the mid-line in the std. Impedances were within normal limits. Additional info has been requested but was not available as of the date of this report.